Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened act button dome switch. Analysis was unable to verify prime/fill or displacement test due to keypad anomaly. The insulin pump had scratched lcd window, cracked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the piston did not stop during priming and emptied the reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.